Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device curved rubber adhesive part was missing. There were no reports of patient involvement.